Event description:
It was reported by the rep that the (1) tsw 45 was used during an laparoscopic oophorectomy procedure. It was reported that the surgeon closed the device on the i.p. Ligament and fired the stapler. It seemed to fire okay but when the instrument was opened it was noticed that the staples had not closed properly adn that the tissue was bleeding. The surgeon reloaded the instrument and fired it again. He experienced the same problem again. The surgeon then tried to use a clip applier to stop the bleeding. The pt was opened up to ensure that all of the bleeding had stopped.